Event description:
It was reported the pt had not been compliant with charging her ipg for months and no longer had stimulation. The pt was instructed to attempt to charge the ipg. Follow up identified the pt was to meet with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.